Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the pharynx.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in pharynx during a dilatation procedure to treat stenosis performed on (B)(6) 2025. During the procedure, it was noticed that a drop of pressure and fluid leaking from the balloon during dilatation of the pharynx. The procedure was completed with the third cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.